Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a patellar dislocation and patellar ligament reconstruction procedure, the tools operated normally, however after implanting the osteoraptor and pulling the nail, it could not be fixed. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device on the original drilled hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Information received states that the device could not be fixed in the patient, which, does not represent any risk to the patient since nothing is implanted. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed. H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. One white suture is still run through the eyelet of the anchor. The anchor is still on the device. The anchor has no visible defect. No other sutures were returned. Bio debris is present. A functional evaluation showed that the anchor will come loose from the insertion device. These failures have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use). Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.